Manufacturer narrative:
The customer's device was evaluated at the product assessment center (pac). The pac technician was able to verified the reported issue. The cause of the reported issue was determined to be due to the lid switch, sw5.

Event description:
A customer contacted physio control to report that their device would not power on when the lid is opened. There was no patient involved in the reported event.

Manufacturer narrative:
The customer has been provided with a new device.

Event description:
A customer contacted physio-control to report that their device would not power on when the lid is opened. There was no patient involved in the reported event.